Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended performing the ground isolation test and running the ventilator on a test lung. The customer reported to have followed the tse's recommendations and was not able to duplicate the reported condition and all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported an 840 ventilator generated a ventilator inoperative failure message. The ventilator was not in use on a patient at the time the event occurred.